Event description:
The manufacturer received information alleging a ventilator's pressure would not increase. There was no harm or injury reported. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.